Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was on an automated impella controller (aic) for mechanical circulatory support. During preparation for a procedure, the aic experienced an optical signal issue. The screen exhibited an "impella priming" message and it went to a screen "connect cable to pump". The customer had another aic device onsite and replaced the device without any further reported issues. No reported injury or harm to patient was reported.

Manufacturer narrative:
The investigation has been completed. Clinical reviewed stated that the¿pump cable connected to aic, purge line attached also. While on screen "impella priming" it went to a screen " connect cable to pump but this was a cp with smart assist. Disconnected and turned off aic and attempted 2 more times and went back to that screen. Used a 2nd pump and new aic and worked correctly. I did use my demo with the first aic (the next day) to ensure it was not the aic and my demo worked correctly.¿ this complaint was related to a clinical procedure, and there were no adverse events related to this product malfunction. Partial logs from the servers were reviewed and the failure mode was confirmed to the pump not recognized failure mode. This is a pattern failure mode only found in aic_v8.4 and aic_v8.4.1 and has been documented as a software defect. The console was not returned for the investigation. The cause of the failure to read the pump eeprom was due to a software defect (in-house). The field service team was informed to upgrade the console software to version aic_v8.5. The root cause is bugs or defects in software (excludes firmware). This report is being filed as part of a retrospective review of historical records.